Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited oversensing of noise and high r-wave amplitudes. X-rays revealed that the lead had dislodged. The lead was removed and replaced. The patient had no adverse consequences and will be monitored.

Manufacturer narrative:
Correction: b1 and b2 should reflect serious injury, malfunction, and intervention. The reported events were lead dislodgement, oversensing and r-wave amplitude variation. The reported events of oversensing and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. No additional anomalies were noted.